Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor session stopped during the warmup. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. The reported event of a sensor session stopping during the warmup is reportable based on the finding of an early sensor expiration on the reported event date. No injury or medical intervention was reported.